Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "heat sensation," induration, pain, decrease in sensation and sensitivity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation, pain and skin irritation: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the marionettes. About 6 months later, patient developed "heat sensation" and induration. Patient also had pain that was described as sensitivity and decrease in sensation. Patient was treated with hyaluronidase on several occasions. Symptoms are "more souple now."

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the marionettes. About 6 months later, patient developed "heat sensation" and induration. Patient also had pain that was described as sensitivity and decrease in sensation. Patient was treated with hyaluronidase on several occasions. Symptoms are "more souple now."

Manufacturer narrative:
Medwatch sent to FDA on 3/8/2016.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the marionettes. About 6 months later, patient developed "heat sensation" and induration. Patient also had pain that was described as sensitivity and decrease in sensation. Patient was treated with hyaluronidase on several occasions. Symptoms are "more souple now."